Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed and the cause isolated to power supply unit failure. Additional evaluation findings are as follows: 1.) Flat cable noted corroded; 2.) Lamp stuck; base replacement required; 3.) Rear connector poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a "general inspection before starting a urology procedure," it was found that the main lamp was not igniting and error "e103" was observed on the monitor display. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty power supply. Olympus will continue to monitor field performance for this device.